Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had a head MRI last night. After the MRI the patient was not able to communicate with the implant. The patient keeps getting poor communication. The MRI technician tried to help and when the patient got home, their wife tried to help but not able to connect. Tired to communicate patient programmer both with and without antenna to the stimulator and patient got poor communication. Patient is not able to feel where the stimulator is. Patient did not bring patient programmer into MRI room. Patient was able to communicate with stimulator before MRI yesterday. Had the patient sit and lean forward and still couldn't communicate. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient has an appointment with the doctor on (B)(6). There were no patient complications reported as a result of this event.